Event description:
On (B)(6) 2026, fmcrtg became aware this 55-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. During follow-up, the pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2026 through (B)(6) 2026 due to peritonitis. Although the details are limited, it appears the patient reported the cause of the peritonitis was unknown; however, the pdrn reported the identified organism (not provided) indicated the cause was a touch contamination event and the patient not wearing a mask. Per the pdrn, the serious adverse events were not caused by any fmcrtg product(s) and/or device(s) deficiency or malfunction. Additionally, the pdrn reported the patient is recovering, but was unable to return to ccpd therapy following discharge due to a nonfunctioning pd catheter (not a fmcrtg product).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, which required hospitalization, pd catheter (not a fmcrtg product) removal and transition to hd due to a nonfunctioning pd catheter. The pdrn attributed causality to an unspecified touch contamination event and the patient not wearing a mask. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. The pdrn reported the serious adverse events were unrelated to any fmcrtg device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fmcrtg device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fmcrtg device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.